Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, a technical support engineer (tse) was contacted by the nurse for troubleshooting support to report that the 30-degree endoscope plus's image was reversed. The customer inserting a spare 30° endoscope properly for down orientation, but it was turning automatically to up orientation. The tse guided the customer to remove the endoscope from universal surgical manipulator (usm), rotate endoscope base until the correct orientation (30 up or 30 down) was displayed on the screen, pressed the clutch button on the usm that was holding the endoscope to cancel guided scope change, and reinstall the endoscope onto the usm which resolved the issue. The image was properly oriented. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) guided the customer to remove the 30-degree endoscope plus from the universal surgical manipulator (usm), rotate endoscope base until the correct orientation (30 up or 30 down) was displayed on the screen, pressed the clutch button on the usm that was holding the endoscope to cancel guided scope change, and reinstall the endoscope onto the usm which resolved the issue. The image was properly oriented. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.